Manufacturer narrative:
There is no indication that the bleeding was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. No ion product will be returned for evaluation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that the during an ion endoluminal lung biopsy procedure the patient experienced significant bleeding. Greater than twenty biopsies were performed with 2mm forceps, and three passes with a 21 g needle. The lesion biopsied was located in the medial right upper lung, and was subpleural. The physician reported that the bleeding was consistent from the more distal airway backing up to the proximal airways. The bleeding was largely cleared and treatment included iced saline, lidocaine with epinephrine, and holding pressure with the scope. The patient recovered and was discharged home the same day. The patient presented to the emergency room the next day with respiratory difficulty and was diagnosed with a non-st elevation myocardial infarction (nstemi). Cardiac catheterization showed triple vessel coronary disease with a 90% proximal lesion. There was no respiratory bleeding observed. The physician stated that the metabolic stress of anesthesia alone certainly could have been enough to precipitate the nstemi in a patient with triple vessel coronary disease. The patient had no idea they had coronary disease. From a respiratory standpoint, the patient recovered completely and was discharged home on room air with cardiology follow up.